Event description:
Physician was attempting to used 1 resolute integrity to treat a severely calcified lesion in the rca with 99% stenosis and excessive tortuosity but when crossing the lesion damage was noted to the tip of the stent and the physician used another device. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent, stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 99% stenosis, severe calcification and excessive tortuosity). No results available since no evaluation performed (device or procedural images not provided for review). None (device not returned for evaluation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 99% stenosis, severe calcification and excessive tortuosity). Inherent risk of procedure (failure to deliver the stent, stent deformation). (B)(4).